Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had fallen out of the implant site. The icm is no longer in use and a replacement device was implanted. No patient complications have been reported as a result of this event.